Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the reported issue was confirmed and found to be due to faulty printed circuit board (sp rf board). Unrelated to the reported issue, minor scratches on the keypad , housing covers and front frame were observed. The display found little dim however, it does not affect the display function. Device was found running software v3.03. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
User facility reported the device had an output issues. The issue occurred at preparation for use. According to the report, the device exhibited with output shortage. According to the reporter, pedal was changed and tried different pedals with no other information was provided. In a follow up communication, customer conveyed, "does not have any other additional information" and no further information provided regarding the event reported. No harm was reported. No patient harm, no user injury reported .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the faulty printed circuit board. Olympus will continue to monitor field performance for this device.